Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a notched sheath. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation . Please see also section e1- updated email and phone no of the reporter. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the protector of the video cable section is cut, the outer tube has a dent and the fiber bonding in the outer tube area (distal end) is damaged. The root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.